Event description:
The pump was prophylactically replaced due to eri (elective replacement indicator) to avoid in-vivo battery depletion. There was no patient injury. The patient recovered without sequela.

Manufacturer narrative:
Concomitant products: product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8703w, lot # l45410, implanted: (B)(6) 1997, product type catheter. (B)(4). Evaluation summary: interrogation of the pump upon receipt indicated that the pump was delivering baclofen 2000 mcg/ml in flex mode. Analysis of the pump revealed ¿overinfusion-undetermined root cause.¿

Manufacturer narrative:
Analysis of the pump identified overinfusion with an undetermined root cause. This pump had an infusion accuracy test failure. It will not undergo further testing. No new or additional anomalies were found during destructive analysis. Analysis is complete. (B)(4).